Event description:
A hospital in sweden reported via a fisher & paykel healthcare field representative that two mr290v vented humidification chambers were leaking. This was found before use on a patient.

Manufacturer narrative:
Ps292869 method: the complaint mr290 vented autofeed humidification chambers were returned to fisher & paykel healthcare in new zealand for investigation. The chamberw were visually inspected for the reported damage. Results: visual inspection of the complaint mr290 chambers identified long horizontal cracks underneath one of the ports and near the hinge bracket. One crack line had a few vertical propogations. Conclusion: we were unable to determine what had caused the cracking on the chamber dome; however, our previous investigations on similar complaints show that cracks on the chamber dome can be due to the application of excessive pressure. The integrity of the chamber can be affected when pressure exceeds 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4), we are currently attempting to obtain the complaint mr290v vented autofeed humidification chamber for investigation. We will submit a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that two mr290v vented humidification chambers were leaking. This was found before use on a patient.